Event description:
A trainer for the v-go device reported that the patient experienced high blood sugar levels somewhere in the 400s (mg/dl) and the patient needed treatment. It was reported that the patient tried to get in contact with their primary care physician (pcp) but went to the hospital instead. The patient believed it may have been attributed to their own use error, as the patient may have pressed the needle eject/release button in the middle of the night. The trainer reported that they believed the patient was using the v-go 30 device but was not completely sure. It was reported that no device is available for return to the manufacturer for evaluation.

Manufacturer narrative:
Adverse event (ae) assessment: the ae assessor has not been able to reach the patient for further investigation of the complaint. Without speaking with the patient, the ae assessor is unable to fully investigate the contributory factors for the patient's hyperglycemia. The patient said the report of hyperglycemia is likely her fault because she may have pressed the ejection needle release button in the middle of the night. The v-go would have discontinued delivering insulin. The result would be hyperglycemia. The information provided in the initial report is what is available for the investigation of this case. This case is serious since the blood glucose (bg) level was in the 400s mg/dl and the patient needed treatment. Likely what contributed to the hyperglycemia was the patient pressing the ejection needle release button and the v-go stopped delivering insulin. This is a serious case since the bg was in the 400s mg/dl and the patient required treatment. The patient is working with an education trainer for proper use of v-go.